Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/1/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: did the needle fall into the patient? There was no fall inside the body due to needle breakage. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? Unk. If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu): (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on an unknown date and suture was used. During a the procedure, the needle could not be passed through the tissue smoothly from around the 5th or 6th stitch during pancreaticojejunostomy with continuous suture. Around at the time of the end of the suture, although the needle was not held, the needle was broken at the swage part. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-001523059 date sent to the FDA: 2/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: product code : z126h, z303h. Lot number : rmmmqt. Suture method : continuous suture. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.